Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
The customer stated she had passed out during the night around 2:30 am. Her husband noticed she was sweating badly, so check her blood glucose with the contour next link. The readings were approximately 30-40mg/dl. He called the paramedics. In the meantime he tried raising the patient's blood glucose by putting honey in her mouth. He retested her after a few minutes and the reading was 174mg/dl. The customer was semi conscious when paramedics arrived 20-30 minutes later, tested the patient's blood and the reading was approximately 74 mg/dl. They did not provide any medication. By the time the paramedics left, the patient's blood glucose was 185mg/dl on the contour next link. The customer was advised to return the strips for evaluation. New meter and strips were sent to her.